Event description:
It was reported the customer had a high blood glucose event. Customer's blood glucose was 500 mg/dl at the time of the event. It was found the customer's basal settings may need an adjustment. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).